Event description:
It was reported that a spectrum pump had a door not fully latched alarm in the ICU. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The door not fully latched alarm was reproduced and confirmed through evaluation. This condition was caused by a loose link screw. The link screws were replaced.